Manufacturer narrative:
The received device was returned with the cannula fully deployed. Inspection of the fluid path found a leak on the unexposed portion of the soft cannula. As a result, corrosion was seen inside the pod and on the pcb. Data could not be downloaded, and therefore provided no insight on abnormalities of insulin delivery as a result of a fluid leak. Cracks were found on the outer housing. It could not be determined conclusively when the cracks occurred. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patients pod was leaking and the patient had high blood glucose levels of 308 mg/dl. For treatment, changed the pod and a bolus of 10 units. The pod was worn between 1 and 4 hours on the arm.